Event description:
It was reported that the patient experienced urethral erosion with this artificial urinary sphincter (aus), approximately two months after the erosion was diagnosed, the cuff was explanted. Approximately four months after that, a new cuff was placed. There were no patient complications reported.

Manufacturer narrative:
Fields updated: b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date and h6: coding. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with aus procedures and is noted as such in the aus instructions for use. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the aus instructions for use (IFU) was reviewed. The patient symptom of erosion was is listed in the IFU as a potential adverse event. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with aus procedures and is noted as such in the aus instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the aus instructions for use (IFU) was reviewed. The patient symptom "erosion" was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is scheduled to undergo an artificial urinary sphincter (aus) surgery to remove the device due to a possible erosion caused by the cuff. No further information was reported.